Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was deployed in the svc, but then migrated into the right atrium where it remained.

Event description:
It was reported that during a palliative treatment stenting procedure, the stent "jumped" during deployment. Vascular access was obtained via the right femoral artery. The target lesion was located in the severely calcified superior vena cava (svc) artery which had been "compressed" due to a large tumor. The lesion was pre-dilated with a 4mm balloon. This 16 x 60mm x 100cm wallstent was advanced and during deployment the stent "jumped" from the svc to the atrium. The stent remained fully deployed and well apposed in this location. The procedure was completed with the implant of another wallstent, as intended. No further patient complications were reported and the patient's status is ok.